Event description:
I have a synchromed ii programmable pump #8637 implanted on (B)(6) 2007. (B)(6) 2011, I experience numbness and pain at the pump site which radiates around my left hip to the spine where numbness stops. The numbness also runs down my left leg. This is not continuous, but I have episodes from once up to 4 a day and each lasts 2 hrs. I have been noting time and dates of each occurrence. I had a thoracic and lumbar spine CT scan (B)(6) as my pain mgmt dr thought, it may be a granuloma around the catheter. The results were negative for that and so far, he doesn't have an explanation as to the cause of my pain and numbness. He requested, the actual films and I see him on (B)(6), I received an e-mail from (B)(6) referring to the recall of this pump. Have you had anyone else report numbness and pain at the pump site?